Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0 with fault ID 0x277d. There was no information provided on whether the issue impacted the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction did not recur, allowing the caller to continue using the pump. Caller was instructed to contact technical support again if the malfunction recurs and acknowledged this guidance.